Event description:
During a lobectomy, the tx30v was fired acrossed the pulmonary vessels. Hemostasis was not obtained and the staple line had to be oversewn with suture by hand. There was no consequence to the pt.

Manufacturer narrative:
Based upon the inquiry info received, the visual examination and the functional test, it was concluded that the intrument was conforming with regard to staples firing and forming. The instrument was received in good physical condition and was noted to be very clean. The instrument was examined and was found to be functional and within design specifications. A test cartridge was loaded onto the instrument and was cycled, fired, and properly formed all staples. No conclusion could be reached as to why "hemostasis was not obtained and the staple line had to be oversewn with suture by hand" during surgery. Each instrument is evaluated during he assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.